Manufacturer narrative:
Device was returned to the MFR for evaluation. Evaluation by quality technician shows that the screw broke in the threads. Device history records for the possible lots which might be involved in the event were reviewed. No documentation was found that would indicate an non-conformance to specifications.

Event description:
It was reported that while the surgeon was tightening the center nut of the crosslink, it snapped into a couple of pieces. The crosslink was replaced. No patient complications were reported.